Event description:
A nurse reported that a pt complained of shortness of breath and feeling of fullness during a peritoneal dialysis treatment at home. The pt was drained and the drain volume reported was 7,810 ml and an add'l 1,000 ml. The fill volume was 2,500 ml. The pt felt immediate relief after draining. There was no serious injury or illness.